Event description:
It is reported that the threads fractured during insertion.

Manufacturer narrative:
(B)(4). Evaluation summary: if the threaded t-handles is not fully engaged in the threads of the zuk femoral provisional prior to impaction, the threads will bear the force of the impaction, instead of the provisional. Because the threads cannot withstand these impaction forces, they will fracture off the device. However, it is unknown if the device was misused as described above. Due to insufficient info, a definitive cause cannot be determined. As returned, the tip of the inner threaded rod has fractured at the base of the threads. From the condition of the instrument, it appears that it has been used a number of times over the potential field age of approx 4 years and 9 months. The device was dimensionally analyzed and found to meet print specifications. The device history records were reviewed and found to be conforming.